Manufacturer narrative:
During follow-up, the patient's care giver reported that there were no problems with the catheter product but that the patient was not catheterizing as ordered by his doctor even though he was warned of the harmful consequences. The patient's care giver also reported that his doctor said the infection was the result of the patient not catheterizing frequently enough. The patient was informed that by not catheterizing more frequently, he was holding too much urine in his bladder, which causes pressure and resulting infection. If he does not catheterize more often, he may not be able to get rid of the infection.

Event description:
Intermittent catheter patient's (user) wife said the patient has had a urinary tract infection (uti) for about a month concurrent with catheter use. The doctor has taken a sample and provided a prescription to clear it up, but the patient still has a uti. The patient's kidney doctor advised the patient to increase catheterizing to six times a day. During follow-up, the patient's caregiver said he was prescribed an antibiotic, but the infection was not resolved. He was given another course of antibiotics, but it still has not been resolved, and will follow-up with his doctor.